Manufacturer narrative:
Pump received with intermittent button response due to flattened escape and act button dome switch and partial unlocked keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify motor error alarm due to buttons not responding.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injection. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.